Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was not flowing. This was identified during a patient infusion; further described as the catheter dislodged prematurely and the device would not infuse the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.